Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for fecal incontinence. It was reported that the implantable neurostimulator (ins) was discovered to be off on (B)(6) 2016 and patient experienced a return of symptoms. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. It was also noted that no diagnostics or troubleshooting were performed. The event was assessed being now serious, not related to the procedure, and related to the device. The actions/interventions taken to resolve the issue included turning the implantable neurostimulator (ins) on; the issue was resolved on (B)(6) 2016. The patient's medical history included fecal incontinence due to peripheral neuropathy since 2010.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that symptoms returned. The patient crossed the security check of a shop and did not check the stimulator status. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.